Manufacturer narrative:
Event conclusion: the rate sensing portion of this endotak c lead was returned. No conductor was attached to the pin. 6/17/1998 further analysis of this endotak c lead shows: the orientation of the dimpled fracture surfaces indicates a ductile, torsional fracture occurred in all three filars. Fractured conductor coil most likely due to the position of the lead in the body, coupled with movement.

Event description:
Event description cpi received information that during explant procedure of an implantable cardioverter defibrillator (ICD) for normal battery replacement, the chronic lead and endotak c was noted to have a rate sensing pin lead fracture. The entire lead was removed, and an endotak dsp lead was implanted.